Event description:
Upon removal of atherectomy device wire the wire had broke off in an unnamed branch vessel. There was no deviation from standards. The viper wire sheared off inside the vessel. This is not a unusual occurrence. The physician removed most of the wire with snare. There was approximately a 2cm retained in a small unknown vessel that was not able to be removed. The physician followed correct procedures. FDA safety report ID # (B)(4).